Event description:
As reported by the equinoxe shoulder study, approximately five months post initial tsa, the 71 y/o female patient experienced scapular fracture. Patient had coracoid fixation. The event is still ongoing.

Manufacturer narrative:
Concomitant products: equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11); 36mm humeral liner +0 unconstrained (cat# 320-36-00); equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00); small posterior augment glenoid plate, right (cat# 320-35-04). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.